Event description:
While attempting to replace IV access on an infant, a heating pack was placed directly on the infant's left arm. When the pack was removed less than 3 minutes later, the infant's skin was blistered in multiple areas and suffered a second-degree burn. The pack warms to 120 degrees, recommends wrapping in a towel or provided cloth sleeve prior to application, and states "do not use on infants." No cloth sleeve was provided, and the 120 degree pack was the same color (red and white striped) as another, slightly smaller, pack by another MFR which heats to 110 degrees, does not require a sleeve or towel, and has no infant restrictions.